Manufacturer narrative:
Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. (B)(4).

Event description:
It is reported that the device broke while removing once trialing had been finished. There was no delay or missing pieces of the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-01118.